Manufacturer narrative:
(B)(4). Results - a visual inspection of the returned product found a partial piece of the optic is torn off and missing. There was evidence of clear surgical residue. Conclusion - based on the complaint history and the eval of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq5010v three piece silicone lens. The lens exited the cartridge wrong and surgeon could not get it seated properly in the eye. The lens was removed without any pt injury and another same model lens was implanted. The reporter stated the incident was caused by the misplacement of the lens in the cartridge while loading along with the surgeon's preference to remove the lens and implant another lens. No allegations against the product.